Manufacturer narrative:
(B)(4).

Event description:
Customer called to report failed triglyceride (tg) and glucose (glu) calibration on the unicel dxc 800. The glu finally passed on its third calibration. Customer then noticed clear fluid under the cartridge chemistry (cc) sample probe. The identity of the fluid could not be confirmed with certainty; however, it is suspected that the fluid is either a reagent container rinse (di h20) or wash concentrate. The customer technical specialist (cts) had customer confirm that the fitting on the top of the cc sample probe was secure/tight. On the same day, the field service engineer (fse) inspected the instrument and found that reagent probe a was bent. The fse replaced reagent probe a, the collar wash, the sample probe, and both shear valves. The fse also performed alignments and tested quality control to ensure that the instrument was effectively serviced. Customer confirmed that no erroneous patient results were generated; therefore, no results were reported outside the laboratory and no patients were harmed. Also, customer did not report harm to instrument operators.